Event description:
The account generated false positive axsym troponin-I adv results on a 4 specimens from the same patient who tested bayer centaur troponin negative at another laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B) (4) - evaluation other codes: 86, 100, 68 - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Evaluation - a review of complaint data determined that a product deficiency is not likely. Acceptance criteria were met for the complaint tracking and trending review. A review of the product labeling indicated that the issue observed by the customer is adequately addressed. To investigate the customer concern, the investigation team reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. The review of this data did not identify any problems. Specifically, an increase in the number of complaints related to discrepant patient results while using the lot in question was not seen. In addition, the investigation team performed accuracy testing which evaluates the ability of the axsym troponin-I adv assay to provide accurate results in a portion of the dynamic range. Testing was done using file kits of axsym troponin-I adv reagent list 2j44-22 and an internal troponin-I panel which has a known concentration and is made from human plasma. This panel is utilized as a representative of patient specimens. The validity and acceptance criteria were met. No instrument flagged errors were generated and the grand mean concentration of the troponin-I panel was within the acceptance criteria. The testing supports the fact that this product is capable of providing accurate results. Based on this investigation, it is concluded that the axsym troponin-I adv assay is performing as intended and is meeting its safety, effectiveness, and label claims. No deficiency was identified.